Event description:
It was reported that the customer's insulin pump was cracked by the reservoir. Customer's blood glucose was 127 mg/dl. She was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked display window, a cracked case at display window corners, a broken reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.